Event description:
The customer reported that the system displayed a tracking inactive error and locked up. No pt injury was reported.

Manufacturer narrative:
The in house biomed department was not available. The customer refused service over the phone. No conclusion can be drawn as repair info is unavailable and no add'l info was provided.